Manufacturer narrative:
.

Event description:
The consumer reported the symptom control was not 50% or better and there was a loss of therapy. No trauma or falls related to the issue were noted. It was indicated the patient had stopped being able to void (B)(6) 2016. The day before the patient could not void, they had "changed to the 5th setting," which "was the second setting." Initially the patient was able to void after changing to the 5th setting, but then couldn't. It was indicated the patient "did a catheter" at night. In the early morning of 1:40 am, the patient was able to void and then catheterized at 3:00 am. Following this, the patient had to catheterized again and had not voided since. The patient noted "it's slowed down to what it was before." Additional information received 15 days later via the healthcare provider (hcp) reported the patient had not reported to the physician that they had to catheterize themselves. The hcp assumed "it must have resolved if not mentioned to [the] physician and [the] patient implanted."it was noted the patient continued on to be implanted for retention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.